Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set broke the following information was received by the initial reporter with the following verbatim: on (B)(6) 2024, I went in to room 516 where the IV pump was beeping around 11 a.m. Myself and heather coats, rn attempted to remove the primary tubing male luer from the caresite extension set when the male luer broke off into the extension set when trying to twist the tubing off of the extension set. Care was taken to remove this extension set and replace it with another primed extension set to the patient to prevent any plastic pieces from the male luer from breaking off further into the extension set tubing. The patient was not harmed. Please let me know if you need anything else.

Event description:
Material # 2420-0500 batch # 24063131 it was reported by customer that the male luer broke off into the extension set when trying to twist the tubing off of the extension set. Verbatim: male luer cracked off the bd alaris pump infusion set lot # (10)24063131 male luer tip has broken off into the caresite smallbore extension sets on 3 different occasions since (B)(6) 2024. I am worried if this continues to happen, plastic pieces could break off into the extension set going to the patient. Please let me know if you have any other questions. I have some product in my office that malfunction on a patient(cat#(B)(4)-bd alaris pump infusion set). I would like to submit a claim. I have the following detail information below. Please let me know if you need more information. Thank you! Bad lot number lot#(10)24063131 on (B)(6) 2024, I went in to room 516 where the IV pump was beeping around 11 a.m. Myself and heather coats, rn attempted to remove the primary tubing male luer from the caresite extension set when the male luer broke off into the extension set when trying to twist the tubing off of the extension set. Care was taken to remove this extension set and replace it with another primed extension set to the patient to prevent any plastic pieces from the male luer from breaking off further into the extension set tubing. The patient was not harmed. Please let me know if you need anything else.

Manufacturer narrative:
The customer returned one used and 130 unopened samples of material 2420-0500. The used sample verified the complaint of component damage, with a male luer post broken off inside of a competitor needleless connector. The unused samples did not replicate the failure, and no other issues were observed. The luer is a supplied component, and the sample was forwarded to this supplier for further investigation. The supplier could not find the root cause for the issue, and in review of their process and quality checks, found no other such issue of broken male luer. There are in process controls to check during and after manufacture for defects, and no similar record in over 500k luers in the lot reported. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.